Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. At deployment the valve was at the annulus and in good position for about 10 seconds. As the delivery system (ds) was being removed, the septal and anterior slowly dropped from the annulus by >10mm and 6-10mm, respectively. Mild septal pvl, and moderate central regurgitation were noted. Attempted to snare antero/septal anchor to pull that side up without success. Valve was stable in position and not rocking but significantly lower on septal side. Consult with surgery was discussed. No valve in valve was performed. There was no patient injury due to this event. The patient's rhythm and hemodynamics were stable. Later that same day, the patient had successful explant of the evoque valve and surgical replacement with a new valve being implanted. The patient is reported to be doing well. Some constraints during the procedure were imaging issues. Leaflet capture was confirmed on each anchor during the anchor spin. The anchors were at the hinge points of the annulus prior to final valve release. There was appropriate volume optimization the day of the procedure. The perceived root cause of the event was that the septal annulus may have been misidentified resulting in potentially grabbing a high septal cord. After internal imaging review of procedural tee/fluoroscopy, there is evidence of the 48 mm evoque valve has embolized into the right ventricle with the septal and anterior aspects closest to the rv apex. Most of the evoque anchors lose contact tv annulus. The evoque valve appears unstable. The final transvalvular tr is moderate and the final pvl is qualitatively mild. The tv mean inflow gradient measures 1 mmhg at 99 bpm. Cannot confirm any device related issues or malfunction. The major root cause for valve embolizes into the ventricle identified from imaging is procedure related: two septal anchors interacts with chords. Potential contributing factors are the following: patient-related issues (multiple scallop) and imaging issues (poor image quality).